Manufacturer narrative:
(B)(4). The product was not available for manufacturers' laboratory investigation. By the event information it was determined that high doses of propofol were applied. The customer mentioned pictures of the device are looking very lipid based. The IFU of hls set advanced 7.0 / 1.1 / us / g-641 /03 states the following warning: if injection anesthetics such as propofol are used, they should not be administered directly upstream the oxygenator. Furthermore, they should only be administered in small bolus amounts or low volumes per unit of time. Excessively large drug boluses may impair the function of the oxygenator due to fat deposits. Most probable the reported event was caused by high doses of propofol and was not to be attributed to a device related malfunction. Based on these results and the information available at this time the oxygenator operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported a patient was receiving high doses of propofol delivered via central line and had serious pump failure. No absolute consequences to patient. Able to manage changing circuits prior to system shutting down in any way: loss of volume, having to transfuse the patient post change out, paralyze patient. There was an increase in mechanical ventilation to maintain oxygen saturations during the changeout=plat>43 fro three minutes. Did observe the following- clots in the oxygenator. Oxygenator pao2 decreased more rapidly 9post). Delta change in pressure... Slow increase >15 points then a rapid right before decision to change circuit (40 points) (B)(4).